Event description:
Reporter indicated a pt had high lead impedance with a dcdc code of 7. It is not known which vns diagnostics test was performed. X-rays reviewed by the reporter did not show any lead discontinuities. Attempts for further info and x-rays for MFR review have been unsuccessful to date.

Manufacturer narrative:
Conclusions: device failure is suspected, but did not cause or contribute to a death or serious injury.